Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient condition was stable.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Final analysis, however, found an abnormal transient battery voltage drop consistent with li deposit in the battery. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.